Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there wasactuation failure of the probe during calibration of the surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient contact.